Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead could not be fixed and it was noted that the tip of the pacing lead screw was bent. It was further reported that the tip and the pacing lead body were not on the same axis. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.